Event description:
The customer reported via telephone call that the blood glucose was running high and that he was not able to bring them down by changing the set or insulin. The blood glucose reading was 530 mg/dl. The customer treated with a manual injection. The customer reported that the drive support disk appeared normal and recessed and declined to check for air bubbles or leaks in the tubing and reservoir. The customer declined to check the settings. The customer stated that the insulin appeared okay. The customer was advised to remove the infusion set and stated that the cannula was not bent but that he had a bent cannula earlier. The customer was advised that a bent cannula may interfere with the amount of insulin being delivered and was advised to change the infusion set, reservoir and insulin and treat per a health care professional's instruction.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.